Event description:
During an endoscopic vein harvesting procedure, the btt short port was first used for radial harvesting with no issues. The harvester then switched to use in the leg. At the end of the case, the short port btt black inflation valve popped out. It did not physically leave the valve but just got dislodged. There was no issues with the pt because it happened when the btt was being deflated to be removed.

Manufacturer narrative:
After the procedure, the hosp discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There were no nonconformances identified. (B) (4).